Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had flipped it its pocket, tangling both leads and one of the leads had high impedances. Surgical intervention was undertaken and the ipg and leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.